Manufacturer narrative:
(B)(4). The product was not returned for investigation. According to the attached complaint from the user potentially attached the supplied data-scope inflation driveline tubing to the arrow ac2 pump. The supplied data-scope inflation driveline tubing is designed for adapting the arrow iab catheter to be used with a getinge pump. As a result, an in-service has been requested to reiterate the appropriate selection of the inflation driveline tubing. The instructions for use (IFU) states: attach opposite end of driveline tubing to control system using appropriate control system adapter. Follow control system manufacturer's instructions for detailed balloon purge and start-up procedure. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab driveline problem is not able to be confirmed. The product was not returned for investigation. Additionally, according to the attached complaint form, the user potentially attached the supplied data-scope inflation driveline tubing to the arrow ac2 pump. The supplied data-scope inflation driveline tubing is designed for adapting the arrow iab catheter to be used with a getinge pump. As a result, an in-service has been requested to reiterate the appropriate se-lection of the inflation driveline tubing. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "balloon likely clotted after pump ran at 2.5cc for several hours. Hospital staff connected the adaptor tubing instead of the correct gas tubing". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon likely clotted after pump ran at 2.5cc for several hours. Hospital staff connected the adaptor tubing instead of the correct gas tubing". The patient's current condition is reported as "fine". At the time of this report, the customer has not returned our requests for additional information.